Manufacturer narrative:
(B)(4) (test result), (no consequences or impact to patient ), (B)(4) (incorrect or inadequate test result). A product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer stated that the architect analyzer generated higher than expected patient results for the sodium (na), potassium (k) and chloride (cl) assays. Fifty patient samples were involved with no specific data provided for each patient sample. The customer has set the critical limits for each assay as follows: cl normal 101-112 meq/l, critical <85 >120; k normal 3.4-4.9 mmol/l, critical <3.1 > 6.5; na normal 132-144 mmol/l, critical <120 >160. The initial results were flagged as high (> >>) by the instrument as they exceeded the critical limits. The customer then retested the same patient samples on another architect analyzer and obtained results within the reference ranges. No impact to patient management was reported as the initial suspect results were not reported out.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. The customer attempted to replace the ict module and a part which looked like tubing fell out from the top part of the ict module holder. The ict module holder was rusty and corroded. Abbott field service (fs) identified the broken tubing to be the iref pump waste cup tubing. Fs explained that this tubing comes with a metal sleeve that connects to the module and that is what was broken. Fs replaced the broken iref tubing to resolve the issue. A review of the customer subsequent service history found no recurrence of ict result related issues or issues with the iref tubing. A review of the architect system operations manual and ict sample diluent package insert revealed adequate labeling with regard to removing and installing the ict module and troubleshooting this issue along with corrective and preventive actions a 12 month review of tracking and trending data and complaint data for the iref tubing did not reveal any product issues or non-statistical or adverse trends related to the iref tubing or its reliability. Based on the available information, no product deficiency was identified related to the malfunction reported by the customer.